Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (unknown concentration or dose) via infusion pump. It was reported that the hcp went to refill the patient's pump today ((B)(6) 2022)) and they got back 26 cc when expecting 6 cc. The hcp stated that they went to fill the pump but were not able to. Technical services reviewed the airlock procedure to troubleshoot and also reviewed considerations with the volume discrepancy. No symptoms/patient complications were reported. The rep stated that after holding negative pressure on the syringe, they were able to fill the pump. Discussed the opm (over pressurization mechanism). The rep also stated that the hcp told them that they noticed a volume discrepancy at the previous refill as well where the arv (actual reservoir volume) was greater than the erv (estimated reservoir volume). No specific date or numbers were given.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the hcp attempted a dye study and could not aspirate. The patient was now on oral baclofen and was going to have a catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2016 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6), ubd 2017-03-26, UDI# (B)(4) product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784 serial/lot# (B)(6), ubd 2017-04-06, UDI# (B)(4) product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6) , ubd 2017-07-09, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.